Manufacturer narrative:
We have received reports indicating that the voice prosthesis has been inserted into the loading tube with the esophageal flange in a back folded position, this could lead to a significant increase in insertion force being applied to the blue valve seat. The correct folding procedure, where the esophageal flange is in a forward folded position is clearly described in the clinicians manual. (Please see attached manual) further investigation is ongoing to rule out other possible causes.

Event description:
Pt brought prosthesis in for insertion. Clinician determined the product to be faulty while performing the insertion. The blue ring separated from the prosthesis. He recovered the valve and the blue ring and used another provox2 that the pt had brought without problems.